Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient started experiencing shocks from the ipg approximately a month ago and the shocked were becoming stronger. The shock was experience when the device was turned off and on. The patient had multiple falls. The patient was scheduled for a revision. No further information is available at this time.